Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the closure top is stripped. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that four sequoia closure tops stripped during final tightening and one pathfinder screw disassembled during removal to exchange it for a longer screw intra-operatively. There was a delay of 30 minutes without patient impacts. This is report four of five for this event.

Event description:
It was reported that four sequoia closure tops stripped during final tightening and one pathfinder screw disassembled during removal to exchange it for a longer screw intra-operatively. There was a delay of 30 minutes without patient impacts. This is report four of five for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2023-00202 through 3012447612-2023-00206.